Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the dependent patient presented in the hospital. The patient experienced dizziness and syncope and was admitted into the hospital. It was noted that the implantable cardioverter defibrillator exhibited reproducible oversensing and some variability in the left ventricular capture threshold. The device was reprogrammed to resolve this issue.